Event description:
It was reported that an alert was received in the remote home monitoring system for this right atrial (ra) lead due to right atrial automatic threshold (raat) test entering suspension. Review of stored device data noted unsuccessful raat tests for the past several days. Additionally, this ra lead exhibited a sudden increase in pacing impedance measurements from 869 to 1,145 ohms at the same time that raat tests were unsuccessful. Technical services (ts) recommended further review. Additional information was received that a revision procedure was performed to reposition the associated pacemaker due to discomfort from device protrusion. One week post device revision procedure, this ra lead exhibited increased threshold measurements, decreased sensing and increased pacing impedance measurements. The patient also experienced diaphragmatic stimulation due to high atrial outputs. A lead dislodgement was suspected. Sensitivity programming changes were made and the device was reprogrammed to vvi 60 pending a lead revision procedure. No known procedures have been scheduled or undertaken at this time. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.